Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep that the devices were likely discarded.

Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# unknown implanted: explanted: product type lead product ID 977a260 lot# serial# unknown implanted: explanted: product type lead product ID 977a260 lot# serial# unknown implanted: explanted: product type lead product ID 977a260 lot# serial# unknown implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome, lumbar radiculopathy, and spinal pain. It was reported that the patient had been in a motor vehicle accident (mva). It was reported that ever since the mva, the patient has had problems with her implant. Patient stated she was implanted for numbness in her legs and now her legs are numb all the time. Patient stated she cannot walk around without crying or needing to take a break because she cannot feel her legs. Patient stated that yesterday, the healthcare provider determined that the patient's leads had moved since the car wreck and she needed to have a revision. The caller was redirected to their healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that actions taken to resolve the numbness and moved leads included meeting with a manufacturer representative on (B)(6) 2017 for adjustments and a new evaluation with a healthcare professional on (B)(6) 2017 that reviewed x-rays taken on (B)(6) 2017. The decision was made to proceed with replacement of the leads and they were considering replacing the implant battery. The patient¿s medication was increased and the issue was not resolved as the patient was pending surgery which had not yet been scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(4) 2019. It was reported that the patient¿s system was completely removed and replaced on (B)(6) 2018. The patient was told that a manufacturer representative (rep) would check on them on a monthly basis, but they never heard from them. There were no further complications reported or anticipated.